Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (BG) level displayed as "High"; although a specific BG value was not provided. Customer took no action to address the BG. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.